Manufacturer narrative:
Citation: subbotina I comparison of outcomes of tricuspid valve surgery in patients with reduced and normal right ventricular function. Thorac cardiovasc surg. 2017 dec;65(8):617-625. Doi: 10.1055/s-0037-1604450 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding comparison of outcomes of tricuspid valve surgery in patients with reduced and normal right ventricular function. All data were collected from single center between january 2012 and july 2016. The study population included 191 patients (predominantly female; mean age 68 years), 126 of which were implanted with medtronic contour 3d ring and 11 patients were implanted with hancock ii valve. The serial numbers were not provided. Among all patients perioperative, in-hospital, and 30-day mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients 11 deaths occurred due to: severe bleeding, and multiple organ failure due to right ventricular or biventricular systolic dysfunction or sepsis. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: stroke, low cardiac output syndrome, and permanent pacemaker implantation. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.